Event description:
Baxter united kingdom reports a transfer set with a tubing leak. The pt noted betadine from a minicap flowing back down the transfer set after the pt had disconnected and closed the clamp on the transfer set. Noted after use. No pt injury or medical intervention reported.